Event description:
Spontaneous inbound call from patient who stated she was using the needles provided in the gattex supply kit but she was bruising from the injection. The bruises weren't painful just very noticeable. Pt stated the md suggested she try a thinner 30g needle for injection, and patient stated that when she changed needle size she had terrible symptoms of using the bathroom more frequently and had stomach cramping. Patient stated that she is going back to using the needles provided in gattex supply kit. No additional information available at this time. Md aware. No missed dose; unknown if available for return; unknown lot/expiration. No further information known. Consent to contact the patient's hcp was not asked. All known information is contained on this form. Reported to (B)(6) by pt/caregiver.